Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported a complaint with respect to outcomes and resultant refractive error. Additional information has been requested.

Manufacturer narrative:
Additional related information was requested but was not obtained. The root cause cannot be determined conclusively. (B)(4).